Event description:
The pt was being fed using a pump. An unknown amount of enteral feeding solution was hung, and the pump was set to deliver 47 ml/hr. 197 ml were delivered in 1 hr. Following the event, the pt aspirated and suffered mild pneumonia. The rptr stated the rotor was not seated and the tube guide was loose. One pt involved.

Manufacturer narrative:
Rotor is removed from motor shaft without pressure. Pump will be set to deliver 47ml/hr with ensure and tested for 1 hr. Pump delivered within spec with no difficulties noted during test.